Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product investigation indicates that the lead was returned and revealed no additional information related to the complaint. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the returned lead was analyzed; passed all the baseline tests and exhibited normal lead characteristics. This supplemental is being filed to capture the product analysis from the product investigation.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product investigation indicates that the lead was returned and revealed no additional information related to the complaint. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ra lead was explanted.